Event description:
This is filed to report a single leaflet device attachment (slda) and worsening mitral regurgitation requiring intervention. It was reported that on (B)(6) 2022 the patient underwent a mitraclip procedure where a clip (cds-11117r128 cds0702-xtw) was implanted centrally without any issue and reduced mitral regurgitation (mr) to trace levels. On (B)(6) 2022 the same patient presented shortness of breath and mr grade 3-4. The clip (cds-11117r128 cds0702-xtw) was found to be detached from the posterior medial leaflet (pml). No tissue damage to the leaflet was observed. A second mitraclip procedure was performed and an additional clip was successfully implanted medial from the detached clip, reducing mr to grade 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, a cause of the reported single leaflet device attachment (slda) could not be determined. The reported worsening mitral regurgitation (mr) appears to be due to the slda. The reported dyspnea appears to be a secondary effect of the mr. The reported patient effects of dyspnea and mr are listed in the mitraclip instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.